Event description:
It was reported the patient was shocked three times due to oversensing. The pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event. It was reported the patient was shocked 3 times due to oversensing. The pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event. Followup on the event indicates high impedance was noted on device data review.

Manufacturer narrative:
It was reported the patient was shocked three times due to oversensing. The pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event. It was reported the patient was shocked 3 times due to oversensing. The pace/sense portion of the lead was replaced. No further patient complications have been reported as a result of this event. Followup on the event indicates high impedance was noted on device data review no conclusion can be drawn4 impedance, high oversensing device remains activated shock, inappropriate.